Manufacturer narrative:
(B)(4). The g5 system is associated with product code (B)(4). Product code (B)(4) is not currently available in field d.2b.

Event description:
Dexcom was made aware on (B)(6) 2017, that the smart device read failed transmitter error on (B)(6) 2017. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was not confirmed via data. A root cause could not be determined. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4)

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. Data was downloaded previously for evaluation and it confirmed the customer complaint. The reported event of transmitter failed error was confirmed. The root cause cannot be determined .

Manufacturer narrative:
(B)(4). Describe event or problem - correction to statement "data was provided for evaluation. The reported loss of connection was not confirmed via data. A root cause could not be determined."

Event description:
Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).